Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately (B)(6) 2021. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
It was reported to abbott that the patient's ipg is inoperable. Rep reports that the patient was seen (B)(6) 2022 regarding an issue with stimulator not charging. The unit was indeed not accepting a charge nor functioning upon interrogation despite multiple troubleshooting attempts. Rep reported that the patient wants to have system explanted, no date has been set as yet. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.